Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarms were noted. The insulin pump had minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed failed battery test. The customer did not know the blood glucose reading. He stated that he did not have another battery to continue troubleshooting. He stated that he was concerned since this issue happened often with the insulin pump, requesting replacement of the device. Nothing further reported.